Event description:
It was reported that during a right hip arthroscopy the metal tip broke inside of the patient. The entire broken piece was retrieved during the case.

Event description:
It was reported that during a right hip arthroscopy the metal tip broke inside of the patient. The entire broken piece was retrieved during the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Review of the device history record (DHR) of this lot disclosed no discrepancies that could contribute to this condition. There are several user/application root causes that may have contributed to the failure. During product development and initial user testing, it was observed that inserter bending/breaking is primarily due to instability of the guide during anchor insertion (user not firmly holding guide), that movement between drilling the pilot hole and inserting the anchor can lead to inserter bending and breakage. Therefore, the most probable root cause for the reported condition is user related. However, this cannot be confirmed since the unit was not returned. In the event that the product is returned or additional information becomes available, a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.